Manufacturer narrative:
This report is submitted on april 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced irritation and skin breakdown at the implant site. Additional information has been requested; however, this has not been made available as of the date of this report.